Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient reported experiencing cgm inaccuracies, which required three calibrations of the device. On (B)(6) 2025, the patient experienced a seizure and loss of consciousness while in the bathroom. At the time of the event, the cgm reading was 108 mg/dl, which shortly after dropped to 62 mg/dl. The seizure lasted less than one minute, and the patient returned to baseline within approximately 30 minutes. Once able, the patient¿s bg meter reading was 132 mg/dl. Emergency medical services (ems) or higher-level care were not consulted, and there was no documentation of medical treatment or intervention. The patient¿s parent monitored blood pressure, speech pattern, and pupil response during recovery. The report noted that the bg meter reading during the event was within an ¿expected range¿ that would not typically trigger a seizure. As a result, the family is still trying to determine whether the prior cgm inaccuracies may have contributed to the event. At the time of the reporting, the patient was still recovering. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.